Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This shock was due to the oversensing of noise. The sensing vector was set to the alternate vector. The electrograms for the shock had a wandering baseline. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the doctor did a procedure to replace the pulse generator. A new pulse generator was placed onto this chronic electrode. The chronic electrode remains implanted. There were no additional adverse patient effects it was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the doctor did a procedure to replace the pulse generator. A new pulse generator was placed onto this chronic electrode. The chronic electrode remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This shock was due to the oversensing of noise. The sensing vector was set to the alternate vector. The electrograms for the shock had a wandering baseline. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the doctor did a procedure to replace the pulse generator. A new pulse generator was placed onto this chronic electrode. The chronic electrode remains implanted. There were no additional adverse patient effects it was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.